Event description:
A resident anesthesiologist was assisting in a dermatology laser procedure involving 6 laser pulses. After the first laser pulse, the anesthesiologist indicated that the bright laser flash bothered her eyes, even though she was wearing laser safety eyewear. She turned away for the remaining pulses. She had no after images or pain. She subsequently had eyes examined at which time they noted some corneal damage.